Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation of the device logs confirmed the total power failure event and found single occurrences of alarms 182, 34, and 167. Performance testing was not able to reproduce the device failure and alarms. Based on all available evidence and previous investigations of similar complaints, it was determined that the failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm. There was no patient injury reported as a result of this incident.